Event description:
It was reported that the patient received inappropriate therapy due to oversensing on the lead. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received analysis found that the sensing coil was partly fractured at the crimp sleeve to the connector ring due to fatigue. This could cause the reported oversensing.